Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 400-600 mg/dl with moderate ketones. Bg was addressed with a bolus via the pump. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.